Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lung resection, when the reload was attempted to fire, the handle was stiff, and when it was squeezed further, an abnormal sound was heard, and firing became unable to be performed. Another device was used to complete the case. There was no patient injury.